Event description:
A patient reported blood results of 146 mg/dl and 190 mg/dl with a lifescan meter and 124 with an unknown pharmacists meter (invalid comparison), performed within 20 minutes of each other. The customer service representative walked the pt through two consecutive control solution tests and both results fell outside the specified range. Test strips were replaced.